Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed. The manufacturer evaluation revealed the drive shaft is defective, but there is no problem found with the tool connection.

Event description:
It was reported that during a surgery according to austin/akin the device ar-400sag (sn: (B)(6)) could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.